Event description:
The pt experienced increased shaking after traveling by plane. The pt believed the device was turned off during the flight or from exposure to a microwave. A field rep assessed the devices. They were both on. The implants were new and the therapy parameters were low. Both deep brain stimulators were adjusted giving the pt immediate relief from tremors and rigidity.

Manufacturer narrative:
(B) (4)